Manufacturer narrative:
UDI provided. Updated to proper value. Device manufacture date provided. Updated to proper value.

Manufacturer narrative:
Missing UDI. The suretrak 2 large passive array was returned to the manufacturer for analysis. Analysis found that as reported, the returned tracker displayed a high geometry error with markers attached and fully seated. The support arm for the marker was bent, causing the high geometry error. Analysis found that the reported event was related to a mechanical issue. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the black probe was bent. Site noted that the instrument was tracking intermittently. Spheres were changed without resolution. There were no concerns with other instruments. There was no impact to patient. There was no reported delay to the procedure due to this issue.